Event description:
It was reported that there was a malfunction on the customer's pump. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. The customer's blood glucose level ranged from 548 to 584 mg/dl with ketones. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released from the hospital the next day, (B)(6) 2026.